Event description:
Per physician - (B)(6) 2022 - these stents have a tendency to jump a bit during deployment. Iliac vein stenting. 6.3.1.1 did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. 6.3.1.2 was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. 6.3.1.3 did the patient require any additional procedures due to this occurrence? No. If yes, please describe. 6.3.1.4 did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. 6.3.1.5 has the complainant reported any adverse effects on the patient due to this occurrence? No. 6.3.1.6 has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Prefix zvt7: 3.91 are images of the device or procedure available? N/a, yes, no: no. 3.92 did the patient have pre-existing conditions? N/a, yes, no: unkr. If yes, please specify: unkr. 3.93 please describe the native state of the vessel (i.e. Was the anatomy tortuous? Was the vessel fibrotic? N/a, tortuous, calcified, fibrotic, other: unkr. If other, please specify: 3.94 was a stent previously placed during previous procedures? N/a, yes, no: unkr. 3.95 was the device used percutaneously? N/a, yes, no: yes. 3.96 where on the patient was the percutaneous access site? Groin. 3.97 was the access site jugular or femoral? N/a, jugular, femoral other: femoral. If other, please specify: n/a. 3.98 what disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? May thurner. If other, please specify n/a. 3.99 was the lesion approached via contralateral or ipsilateral? N/a, contralateral, ipsilateral: unkr. 3.100 was pre-dilation performed ahead of placement of the stent? N/a, yes, no: unkr. 3.101 what was the target location for the stent? Iliac. 3.102 details of access sheath used (name, fr size, length)? Unkr. 3.103 was the device flushed through both flushing ports before the procedure, as per IFU? N/a, yes, no: unkr. 3.104 details of the wire guide used (name, diameter, hyrdophyllic)? Unkr. 3.105 was resistance encountered when advancing the wire guide to the target location? N/a, yes, no: unkr. 3.106 was resistance encountered when advancing the delivery system to the target location? N/a, yes, no: unkr. 3.107 if resistance was met, how did the physician address this? Unkr. 3.108 did the tip of the delivery system cross the target location? N/a, yes, no: unkr. 3.109 did the user pull the handle towards the hub during deployment, per IFU? N/a, yes, no: unkr. 3.110 did the user push the hub during deployment? N/a, yes, no: unkr. 3.111 did the user remove slack in the delivery system before deployment, per IFU? N/a, yes, no: unkr. 3.112 was the stent deployed smoothly / without resistance? N/a, yes, no. Unkr. 3.113 was the stent fully deployed in the patient? N/a, yes, no: yes. 3.114 was the stent fully deployed before removing the delivery system from the patient? N/a, yes, no: yes. 3.115 was post dilation performed after the placement of the stent? N/a, yes, no: unkr. 3.116 was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no: unkr. 3.117 what intervention (if any) was required? None. 3.118 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day: n/a. 3.119 were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no: n/a. Please specify if yes.

Manufacturer narrative:
PMA / 510 k # - p200023. Product code: qan. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted as a cancellation report due to the completion of the investigation on 13jan2023. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
PMA / 510 k # - p200023. Product code: qan. Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. Device evaluation: the zvt7 device of unknown rpn and unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. There is no evidence to suggest the user did not follow the instructions for use. Image review: an image was not returned for evaluation root cause review: a definitive root cause could not be determined from the available information. A possible root cause for stents jumping on deployment could be if there is slack in the system as seen in other type of stents or it could be patient anatomy. If there was any difficult anatomy, this could some resistance or sticking which could have cause the stent to jump slightly during deployment. Summary: this pr was raised as the physician noted that these stents jumped slightly on deployment. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 13jan2023.

Manufacturer narrative:
PMA / 510 k # - p200023 product code: qan. Device evaluation: the zvt7 device of unknown rpn and unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. There is no evidence to suggest the user did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause for stents jumping on deployment could be if there is slack in the system as seen in other type of stents or it could be patient anatomy. If there was any difficult anatomy, this could some resistance or sticking which could have cause the stent to jump slightly during deployment. Summary: this pr was raised as the physician noted that these stents jumped slightly on deployment. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.